Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Report source- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -14.00/2.5/069 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as lens size did not fit patient's eye.